Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A laparoscopic cholecystostomy was being performed on a (B)(6) year old female patient and the first clip misfired. The clip lodged at a 90 degrees angle. The procedure was completed with another device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73a1600421 was manufactured on 01/18/2016 a total of (B)(4) pieces. Lot was released on 01/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The clip was unable to properly load into the jaws of the device and, as a result, was unable to close. The remaining clips were fired and the same issues were found as the clips were all unable to load or close. The returned sample was disassembled to inspect the other remarks: internal components. Upon inspection, all internal components appeared to be typical. It could not be determined what caused the clips to be unable to load properly. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Conclusion code: defect was confirmed, but root cause is unknown. A corrective action is not required at this time as the root cause of the reported complaint issue could not be determined. The reported complaint of "misfire during use" was confirmed based upon the sample received. One device was returned. The clips were unable to properly load into the jaws of the device or close. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. The returned sample was disassembled and all internal components appeared typical. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Based on the condition of the sample received, the root cause of the reported complaint issue could not be determined.

Event description:
A laporoscopic cholecystomy was being performed on a (B)(6) female patient and the first clip misfired. The clip lodged at a 90 degree angle. The procedure was completed with another device. The patient's condition was reported as fine.